Event description:
It was reported the xenon light source experienced front panel flashing. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
E1:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.